Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 implantable pacing lead 2006-(B)(6), 5071 implantable pacing lead 2006-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. The distal c onductor of the lead became extrinsically distorted due to pulling/stretching/overstress. All electrical testing was within specified parameters. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the right ventricular lead exhibited high impedance measurements and diaphragmatic stimulation occurred at high outputs. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.